Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had communication issues. The user mentioned that retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that communication down. The technical support specialist confirmed that customer it team fixed the issue, therefore a conclusion was not available. The device functioned as intended after the customer resolved the issue.